Manufacturer narrative:
The customer¿s report of a morphine overinfusion was confirmed. The log review indicates that the user selected hydromorphone 0.2mg in 1ml, instead of the intended morphine 30mg in 30 ml. This error in drug selection would have resulted in a 5x error in dosage. The following parameters were programmed: pca dose 0.5mg, lockout interval 15 min, continuous dose 0.5mg/h and max limit 8mg/1h. After confirming the parameters alerts occured indicating that the pca dose, the continuous dose and the max limit all exceeded the guardrails limits. The user selected "yes" to proceed for each alert and started the infusion. The root cause of the customer¿s report of a morphine overinfusion was determined to be the result of a programming error when selecting the drug and concentration to be infused.

Event description:
The received maude report from FDA states, "at 1011, new syringe of ms04 was placed in pca pump. Pca pump programmed according to md orders. Morphine 30mg/30ml (1mg/1 ml) pca, loading dose: 3mg, demand dose: 0.5mg, basal rate: 035 mg/hr, lookout interval: 15 min, 1 hr dose limit: 8 mg, clinician bolus: img q 15 min prn pain. Pain. Programming checked by 2 rns and a student nurse. Approximately 4 hours later, pca pump alarming with message that syringe empty. Patient was arousable with effort. Vital signs taken: temp - 97.8, pulse - 55, bp - 88/55, resp - 16, room air, 02 sats - 96 percent. Md notified, patient given 0.2 mg narcan and became alert and awake. Morphine pca discontinued per md. IV pump and pca module sent to biomed. Event log report performed on pca pump by biomed. In contact with carefusion/alaris customer advocacy to interpret event log report. Unknown actual cause of patient event at this time. Working with carefusion/alaris advocate to determine next steps. IV pca pump and tubing sequestered in biomed per protocol. Diagnosis or reason for use: patient controlled analgesic. Event abated after use stopped or dose reduced: yes."

Manufacturer narrative:
The customer¿s report of a morphine overinfusion was not confirmed. The log review indicates that the user selected the drug hydromorphone 0.2mg in 1ml, instead of the intended morphine 30mg in 30 ml. The error in drug selection resulted in a 5x error in dosage. After confirming the parameters the user received several guardrail warnings indicating that the dosing had exceeded the limits but proceeded with the infusion. The root cause of the reported morphine overinfusion is a programming error when selecting the drug and concentration to be infused.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a morphine 30mg/30ml pca syringe emptied sooner than expected. The infusion was started at 10:11 and was found empty 4 hours later. The intended dosage was 0.5mg/h with a 0.5mg pca dose. The patient was given narcan for lethargy and was reported to be awake and alert afterward.